Event description:
The following has been reported: error 22 pressure sensor defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The device was not received because it was repair locally. To solve the issue the force sensor kit have been replaced. The defective part was received in brézins for investigation. According to the investigation results, after a visual check, a series of tests were conducted using the laboratory tool. Both the conductivity and optical sensor tests passed. However, it was noticed that there was no output from the force sensor, which would have triggered error 22 at the customer's site, confirming the reported issue. For this complaint the root cause of the reported event of error 22 is related to a faulty force sensor. CAPA has been opened in april 2019 to reduce the occurrence of error 22. The modification to this CAPA has been deployed with ccr (redesign of force sensor soldering agilia sp) on which the first sn with the modification. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: abnormal.